Event description:
Dialysis treatment was initiated at 12:20 pm without event. Pt stable prior to initiation. At 12:40 pm nurse noticed that pt's lpps were pale and pt was unconscious. Bloodlines & dialyzer appeared to be intact, skin cool & clammy. No pulse polpable. Pt placed in t-berg, given o/2, lines disconnected, dialysis terminated. Saline infusion began, chest compressions given. Pt responded and was transported to the hospital. Bp 134/81. After further evaluation a large pool of blood was noted under the dialysis machine on the floor. Blood had been leaking from the venous header of the dialyzer.